Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 600 mg/dl. Customer stated that she was vomiting and has nausea prior to hospitalization. Troubleshooting was performed, and the insulin pump since to be programmed correctly. Nothing further was reported.